Event description:
It was reported by service report that the bed was stuck in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results, conclusions: bed height limits required resetting.